Event description:
Additional information reported that the patient had had a magnetic resonance imaging scan on (B)(6) 2012 and a pump refill on (B)(6) 2012. It was also noted that the patient did have a surgery, but details were not provided.

Event description:
It was reported that the patient was feeling ''severe stinging in the back'' when lying in the bed. Also, the patient felt this feeling when standing up and sitting in a chair. The health care professional reported not seeing the patient in six months due to relocating, but believed that if records were checked ''the pump was removed secondary to granuloma.'' The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011; product type catheter.